Event description:
Material # unknown material description - needle, hypodermic, single lumen material lot# - pzfak74. Complaint description during insulin administration, after removing cap from insulin pen, it was discovered that the retained needle from previous injection was still in place. This is the 2nd instance of needle being. Retained when trying to remove the bd autoshield. Rep contacted and blamed on user error (not lining up grooves to prevent misconnection); however, product should not come apart. Rep to come and do in-service with staff. Notes (if any) ¿ please find attach the pdf that the customer shared with all the additional details for further reference.

Manufacturer narrative:
This is a follow up to mw5161041 received from the FDA. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.